Manufacturer narrative:
It was reported that the needle was retained in diaphragm when suturing. The needle was removed from the patient and no further information provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hepatectomy procedure on (B)(6) 2016 and suture was used. During the procedure, the needle was unable to pull out when suturing the diaphragm. A part of the suture was sticking out from the connection part and the needle was stuck in the tissue. Additional information has been requested.